Manufacturer narrative:
B5: it was reported that a spectrum iq pump underinfused. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date was reported as (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had over infused during delivery of fentanyl 2000mg/100 ml IV. The device alarmed infusion complete but the ag appeared full as if it had not run. Upon assessment, the patient's IV tubing had no occlusions and the patient's IV access was working with no signs of infiltration. Nurse practitioner was unconcerned for harm to patient due to the goal of weaning sedation. Pump was exchanged by registered nurse (rn) and medication was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.